Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient having difficulty urinating and caller asking to turn stimulation back on. Patient just had unrelated surgery (hernia) and they are unable to turn stimulation back (just getting "?"). Stimulation was turned off for surgical procedure. They turned stimulation back on using patient programmer (pp). Follow up call received a day later indicated that patient had hernia surgery yesterday and they turned her implant off for surgery and now her implant was on but she was not able to go to the bathroom and in pain. Patient asked how to use pp to check setting and implant status. The patient indicated that emi could be related to the issue. Patient granddaughter got on the phone and states they could not get in touch with hcp for the implant and like to know what to do. The granddaughter asked if they should take patient to the ER. Patient services assisted patient with using pp and pp shows therapy is on, p2 @ 0.6v, patient increase stimulation to 0.8v and said she feel pressure like having a baby and pain. Patient services recommend patient decrease stimulation down to 0.6v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they could not turn the stimulation back on so they were unable to use the bathroom and their bladder became filled. They had to go to this hospital and have a catheter put in. Patient also stated that they catheter was taken off on (B)(6) 2018 and that everything was not resolved and they were able to turn their stimulation back on. No further complications were noted or anticipated